Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system minivolume extension set had a separation at the luer lock. This occurred during infusion of an unspecified chemotherapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h4, f10/h6: medical device problem codes (add code), h6 (replace codes), h11. B5: the separation at the luer lock resulted in a chemotherapy spill. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.